Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during daily checks by the customer the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement thus no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(investigation type), h10, h11 corrected fields: d5, h6(problem code). Testing of actual/suspected device(10/3233) a getinge field service engineer (fse) reported on site and successfully completed a simulated treatment with testing catheter and trainer without issue. The unit however, failed the all manifold test, pim section, membrane test, thus narrowed down issue to safety disk. Unit successfully completes an all manifold test with a known good safety disk. The fse ordered a new safety disk and returned at a later date to replace the defective safety disk, successfully completed various all manifold tests without issue. Also, there was nothing unusual identified in the logs. The unit was returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, g1(contact person), h6(component codes). The removed safety disk was returned to the national repair center(nrc) for investigation. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the safety disk failing the membrane leak test. The safety disk passed testing.

Event description:
N/a.